Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory by reviewing the device image. The high voltage capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. Analysis concluded the cause of the reported field event was due to the capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a merlin.net transmission alert "charge time limit reached" however the actual charge time was normal. A manual charge time measurement was performed in clinic with normal result but there was popping noise from the device which was explanted and replaced. No adverse consequences for the patient.